Event description:
The customer reported that there were hard knocking noises coming from the tube and the system displayed an iris collimator too large error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the system was tested and found to be working as intended and put back in service. The reported issue could not be duplicated.